Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2017 the patient experienced a sudden hearing loss with the device. The family did not report any specific incident of accident or trauma.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
In (B)(6) 2017 the patient experienced a sudden hearing loss with the device. The family did not report any specific incident of accident or trauma. The implant housing is clearly palpable under the skin. Per last communication, no decision has been made regarding re-implantation.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The device was explanted, but has not been received for investigation.

Event description:
In (B)(6) 2017 the recipient experienced a sudden hearing loss with the device. The family did not report any specific incident of accident or trauma. The implant housing is clearly palpable under the skin. The recipient was re-implanted but the device has not yet been received for investigation.